Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing due to atrial sensing on the ventricular channel and noise were observed. Cross talk was also noted in real time. Lead provocative testing and pocket manipulation was able to reproduce noise in some instances. Possible issues is a lead damage. The physician decided not to make any changes during this time. The patient was in good condition.

Event description:
It was reported that non-sustained oversensing episodes had reappeared and were being caused by p-wave oversensing on the right ventricular (rv) lead. The right ventricular lead sensing value has also decreased and the capture threshold has increased. Cross-talk has also reappeared and is due to suspected rv lead damage. The physician has not taken any further action and there are no patient consequences.

Manufacturer narrative:
The previously reported date of (B)(6) 2015 should be superseded with (B)(6) 2016.

Event description:
New information reported stated that on (B)(6) 2016 the patient presented for a follow-up. Upon interrogation, the physician noted multiple non-sustained oversensing episodes which were caused by post atrial p wave oversensing on the ventricular channel. The physician suspected the lead integrity may be compromised and would schedule a fluoroscopy. All other electrical values were checked and noted to be stable. No patient symptoms were reported. On (B)(6) 2016 the patient presented for another follow-up and upon interrogation, the physician noted the same behavior he noted at the previous visit. The physician decided to perform provocative testing, pocket stimulation and also push around the header where the leads were inserted but no abnormalities were noted. The impedance values were checked and noted to be stable. It was noted that when the patient moved his body on the left side a single oversensing beat appeared in real time. A chest x-ray was then performed to check the leads integrity but no abnormalities were noted. The physician questioned the positioning of the leads but preferred not to take any action. The patient was in stable condition and would continue to be monitored. On (B)(6) 2017 the patient presented for a follow-up and upon interrogation, multiple episodes of non-sustained oversensing were noted in the device memory. The physician suspected that they were caused by post atrial p wave oversensing on the ventricular channel. The physician elected to increase the ventricular pacemaker max sensitivity. Provocative testing was performed but no anomalies were noted. The physician preferred not to take any further action and continue to monitor the patient. The patient would be seen in two months. (B)(4).

Event description:
Additional information received indicated that there was p-wave oversensing noted on the right ventricular (rv) lead and a loss of capture on the rv lead. The lead was capped and replaced and the patient was stable with no consequences.